Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented for a follow up via remote, the right ventricular lead exhibited noise suspectly due to first rib clavicle crush. Fracture was also noted on the lead. As a result, the implantable cardioverter-defibrillator inhibited therapy while sensing noise. The lead was capped and replaced on (B)(6) 2020. The patient was stable before, during and after the procedure.